Event description:
Device issue: difficult to deploy-thumb advancer, unexpected noise, difficult to remove, mislocation-clip. Time of malfunction: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, a "clicking" sound was heard. Although increase resistance was felt, distal deployment of the thumb advancer was completed. After clip deployment, difficulty was encountered removing the device. A dilator was inserted into the access ports to aide device removal from the patient anatomy. When the device was removed, the clip remained on the clip delivery tubeset. Manual compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.